Event description:
It was reported that the patient was admitted to the hospital after receiving several shocks the night before. Device interrogation revealed several alerts including out of range impedance and high voltage output circuit damage. Noise was reproduced with positional testing and isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.